Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues during the disposable device manufacturing, including sterilization. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient developed abscesses and nodules beginning 1 week post miradry treatment. Oral and intramuscular antibiotics and anti-inflammatory medications were prescribed. The abscesses were lanced and drained multiple times. Patient was subsequently referred to a plastic surgeon who diagnosed him with hidradenitis suppurativa (hs) and recommended surgery. But, the patient declined. A dermatologist also diagnosed the patient with hidradenitis suppurativa and recommended laser hair removal to help abate the outbreaks. The patient has started laser hair removal treatment.